Event description:
(B)(4) - the dealer reported that the m91 m91 power wheelchair one of the rear wheel rims were cracked. There was no patient injury reported.

Event description:
Dealer reported that a caregiver stated that one of the rear wheel rims on a solara3g tilt in space wheelchair is cracked.

Manufacturer narrative:
(B)(4). Report # 1525712-2012-03080. Dealer stated that when he picked up the wheelchair, he noticed paint and scrapes on the frame, push rims and wheels. He stated that the damage was due to end user technique, not a malfunction. This is not a reportable event to the FDA. The initial submission indicted the model as m91 and the serial # as (B)(4). The correct model and serial # are solara3g and (B)(4).

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately one year old. The owner's manual part number 1141450 rev. E (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.